Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse used a pump module with a cracked door hinge which caused the medication to infuse faster than expected. There was no patient harm.